Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total right knee arthroplasty due to osteoarthritis, and a revision from a previous partial knee replacement to a total arthroplasty, and pain. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2019, the patient underwent a right knee revision due to loosening of the tibial component, instability, decreased activity, swelling and pain. The surgeon reported he banged on the tibial component trying to remove it if it was loose, and there was wiggling, and a pop heard. The tibial component was revised. The surgeon did not comment on the femoral nor patellar components, and they were not revised in the procedure. The patient was implanted with depuy knee system and unknown bone cement. There were no complications to the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2019 (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.